Event description:
It was reported that the swivel pins on the neck flange broke, separating the neck flange from the outer cannula on two, size 6 cfs, cuffless tracheostomy tubes. This occurred after the disposable devices were reportedly in use from two to three years. There was one patient involved with no reported patient compromise. The 6cfs devices were returned to the manufacturer for decontamination, analysis and investigation on 11/10/1997.